Event description:
Boston scientific received information that this right ventricular (rv) lead was not functioning appropriately. The pacing impedance measurements were 110 ohms. There was also evidence of noise, oversensing and loss of capture (loc). There was no indication that the lead safety switch (lss) had been triggered. The device was reprogrammed to air mode, as this patient did not require rv therapy. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.